Manufacturer narrative:
The technician found that the detent mechanism was cracked. He replaced the detent mechanism and the brakes functioned properly.

Event description:
Information received indicates the brakes would set but pop out of the brake mode when the bed was moved.